Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were small and narrow. It was reported that during the insertion of the device, the iliac access vessel tore, which the physician elected to control in a timely manner by suturing the vessel tear on a conduit. The sewn-in conduit allowed the successful completion of the procedure. No add'l clinical sequelae were reported, and the pt is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
Evaluation: results: arterial trauma/dissection/perforation. Small, narrow access vessels. Evaluation: conclusion: small, narrow access vessels intervention required.